Event description:
On 19 september 2019, grifols was notified by our distributor (B)(4) in (B)(6) of a suspected (B)(6) transmission transmitted infection case following the use of blood screened with the procleix ultrio plus assay.in (B)(6) 2019 a patient at (B)(6) hospital in (B)(6) received a transfusion of 26 units (14 rbcs, 11 ffps, 1 platelet) from 25 donors due to bleeding after a surgery for the apheresis of an overgrown prostate. (B)(6) hospital gets its nat results from (B)(6) which performs nat testing using procleix ultrio plus. Prior to surgery, the patient had an anti-s titer of approximately 100 miu/ml. Anticore was not tested at that time due to a lack of reagents.in (B)(6) 2019 the patient went to a hospital in (B)(6) (city in southwest (B)(6)) with a fever and high transaminase levels. The patient was diagnosed with (B)(6) based on the following test results: (B)(6), anti-corem (B)(6), anti-s negative.on (B)(6) 2019, all 25 donors from the transfusion were tested with the ultrio plus assay and serology at (B)(6) from archived samples. 1 donor was nat (B)(6) and anti-core (B)(6).3 donors were nat (B)(6) and anti-core (B)(6).the characterization of the other 21 samples was not provided to grifols.a look back at the initial testing for the archived donor sample that was nat (B)(6) and anti-core (B)(6) from (B)(6) 2019 testing showed the following:when tested on (B)(6) 2019, the initial donation was ultrio plus (B)(6).when tested on (B)(6) 2019 the initial donation was (B)(6). No other serology testing was performed on the initial collection in (B)(6).the testing site also provided additional serology testing results from the (B)(6) 2019 showing that the nat (B)(6) donor's archived sample was (B)(6) for the following serology tests: (B)(6).the nat (B)(6) donor, a (B)(6) male first time donor, was located by the hospital and called in to give a new sample.on (B)(6) 2019, 4 samples were collected and sent to (B)(6) for testing. Testing was completed on (B)(6) 2019. All results were (B)(6) when tested on ultrio plus screening and the ultrio plus dhbv assays. The second donation was anti-core (B)(6) and (B)(6) for (B)(6).the archived sample and new sample were sent for viral load analysis which was listed on the results report as hbv dna real time kpcr. The results of the viral load testing of the archived sample was characterized as non-detected.the result of the viral load testing of the sample collected in (B)(6) 2019 was detected but below the limit of detection (i.e. <13 iu/ml) for the test. The testing lab estimated the (B)(6) concentration of the second donation sample to be 4 iu/ml although it is unclear how that estimate was calculated.an evaluation of the quality control release data for ultrio plus ml 701019, which was used to initially test the donor sample on (B)(6) 2019 has been performed. The product met all release criteria.a review of grifols complaint records created for ultrio plus hbv sensitivity issues from 12 months prior to the complaint date as well as a review for all complaints related to ultrio plus ml 701019 was completed. There is no complaint information that indicates a problem with the ultrio plus assay or with ml 701019.grifols reviewed the results of testing done by (B)(6) the initial testing of the first donation on the ultrio plus screening assay on (B)(6) 2019 was (B)(6). The (B)(6) 2019 testing of archived sample from the first donation on the ultrio plus screening assay was (b(6) . The customer does not routinely perform anti-core testing so there is no anti-core result for the initial testing in (B)(6) 2019, but the archived sample was anti-core (B)(6) when tested on (B)(6) 2019.the samples from the second donation collected in (B)(6) 2019 were tested 5 times on the ultrio plus screening and were (B)(6) each time. Two of the tubes drawn during the second donation were tested on the ultrio plus dhbv assay and both gave (B)(6) results. The second donation was anti-core (B)(6) and (B)(6) for all other serology testing completed. The discordant (B)(6) results on the ultrio plus screening assay of the initial donation sample in conjunction with the serology results and viral load testing results indicate that (B)(6) was present in the sample but was below the limit of detection of the ultrio plus assay. Samples with a low concentration hbv can give inconsistently reactive results on the ultrio plus assay. The procleix ultrio plus package insert (aw-13598-001, rev. 003) indicates that the assay has a 95% detection probability at 3.4 iu/ml with 95% fiducial limits of 3.0-4.1 and a 50% detection probability at 0.7 iu/ml with 95% fiducial limits at (0.6-0.8) when run on the tigris system. No further information is expected, this is considered the final report.